Event description:
Pt reports that ms3 pump sn (B)(4), due for maintenance (B)(6) 2018 is telling her "battery depleted." She has tried changing the battery multiple times and the message keeps coming back. Advised that this may be the internal battery. Pt was not aware that she needed to keep the battery in when the pump was not in use. Advised that this is newer info that pharmacy received due to change in the ms3 internal battery. It must continue to be charged so as not to lose pump programming. Pt was very upset about the change and stated that she would be calling the MFR about this. She believes this is a safety issue to pts. Pt is an electrical engineer herself. She is also concerned as to how she will be traveling with a beeping pump in her bag. Advised pt we will be sending a replacement pump and return box for delivery tomorrow. Pt has a working pump on hand and is unharmed. No other info is known. On (B)(6) 2017, pt reported cadd ms3 pump keeps messaging battery depleted, has changed battery multiple times, rph reviewed importance of keeping batteries in pumps when not in use to charge internal battery. Sending a replacement pump. Pt suffered no ae as result of pump. Has back up pump. No further info available at this time. Dose or amount: 91nkm, frequency: continuously, route: sqr; 1, continuous, sq. Dates of use: (B)(6) 2014 to present; (B)(6) 2017. Diagnosis or reason for use: pah.